Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. At 1400, the device was programmed to deliver dobutrex 250mg/250ml dextrose 5%, at a rate of 8ml/hr, and the delivery was started. No further programming parameters were provided. At 1400, the pt was sent to have a doppler of the calf. At 1535, the pt returned from the study and the device was alarming that the battery needed to be recharged. The device was plugged into the ac power outlet. After the device was plugged into the ac power outlet, the nurse noted the originally programmed rate was displayed. It was reported that the nurse pressed the yes key to save the setting. At this time, the nurse reported that the rate was displayed as 40ml/hr instead of the previously programmed rate of 8ml/hr. The delivery was stopped. The device was removed from clinical service. There were no reported adverse pt effects and no medical interventions were reported. Though requested, no additional info was provided.